Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, she experienced an irritation under the patch. She described the irritation as marks that are not permanent, and appear red and bumpy. The patient reported that she contacted a physician on (B)(6) 2013 and that the physician recommended using cortisone cream. At the time of the call to dexcom technical support, the patient reported bumps on her skin as well as red, raised scabs.